Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 47 mg/dl treated with drunk orange and sugar blood glucose went high to 82mg/dl and insulin pump was suspended since 10am now at 50 mg/dl. Customer¿s other relevant blood glucose level was 98 mg/dl. Customer declined to trouble shoot low blood glucose. The insulin pump will not be returned for analysis.